Event description:
International affiliate reports that during a removal procedure of intervertebral implants at l4-5, the threaded section of the moss miami si driver shaft became stripped and a burr was made when engaging the driver into a concomitant device screw head. Also, the tip of a concomitant device modular hexlobe driver became worn and deformed. The difficulties extended the procedure by twenty minutes with no adverse consequences to the patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination noted that the initial thread on the driver shaft had been partially torn off. The second haft of the torn off thread was not returned. A review of the DHR for the mmsi driver shaft was conducted. The lot was released to stock on 3/11/04 with no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the mmsi driver shaft was conducted. The analysis did not reveal any systemic trends requiring further action. The root cause of the driver shaft thread becoming torn cannot positively be determined. However, one possible cause may be that the driver shaft was not properly seated into the screw head resulting in torn upon insertion on the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed , this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.